Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported erratic blood glucose (bg) levels. The patient claimed that her bg levels had been erratic ever since she started using the subject pump in (B)(6) 2012. The patient indicated that she has had low bg's in the "30's" mg/dl and high bg's up to "510 mg/dl." With the low bg's, the patient was reportedly able to treat herself by drinking juice. With the high bg's, , the patient corrected via syringe and was able to lower her bg level to a normal range. During the high bg episodes, the patient claimed that she had developed symptoms of polyphagia, nausea, and vomiting. Through troubleshooting, the anm representative involved in this contact noted that the pump's current settings were confirmed by the patient as being correct. The patient was using proper insertion technique for her infusion sets. She denied having bleeding, bruising, or scar tissue at her site(s). She also denied having kinked cannulas, or cartridge leaks and air bubbles. According to the patient, her health care provider (hcp) insisted that the pump be replaced. The patient concluded that the pump was malfunctioning since her bg levels allegedly became erratic after she started using the device. The patient did not report having to seek or receive medical intervention during the time of concern. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed erratic bg levels with symptoms that can be associated with severe injuries. However, at this time it is unknown if the pump actually contributed to the patient's injuries considering no issues were noted with troubleshooting of the device.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2012 device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2012 with the following findings: evaluation revealed, no alarms or pumps conditions indicating a malfunction recorded in black box history or pump alarm history. There was no activity outside normal use observed in the black box or download history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.